Manufacturer narrative:
Concomitant medical products: product ID 3065u, lot# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type screening device, product ID 3065u, lot# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type screening device, product ID 3065u, lot# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type screening device, product ID 3065u, lot# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type screening device. (B)(4).

Event description:
It was initially reported that the patient had bleeding / soaking through bandages. Patient implanted pne (percutaneous nerve evaluation ) dual leads today ((B)(6)-2014). There was no abnormal bleeding during or immediately after procedure. The patient took a bus to another facility and that was where the bleeding was noted. The patient was to return back to the doctor's office so they could assess. It was noted that the patient patient did take 1 baby aspirin a day. Additional information was received on 2014-(B)(6) which noted that the cause of the event was pne placement. Lead was noted. Difficult insertion was noted. Revision was noted 2014-(B)(6). Explantation was noted 2014-(B)(6). Hospitalization was not required.